Event description:
It was reported the drill bit got stuck in the cutting guide. While trying to remove the drill, it fractured. A part of the drill remained in the guide hole. While attempting to remove the part that was fractured, it broke again, leaving a small piece in the hole of the cutting guide. Despite what happened, the surgery was performed without major complications. Attempts to obtain additional information have been made; however, no more is available at this time.

Manufacturer narrative:
(B)(4). Concomitant medical device: revision block cutter 5, 10, 15, 20 mm, catalog #: 00598703301, lot #: 63465792. Report source: brazil. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filled for this event: 0001822565-2022-03328.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d9, g4, g7, h1, h2, h3, h6, h9, h10 h6: suggested component code: mechanical (g04) - drill complaint sample was evaluated and the reported event was confirmed. Visual evaluation of the returned device shows the pin to be damaged with nicks, gouges, and striations. Additionally, drill pin was fractured in one of the block cutter holes. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.